Manufacturer narrative:
The results of co's product evaluation revealed that a fracture was observed in the proximal body of the delivery balloon. Co is unable to determine whether the fracture occurred prior to or after leaving co's facility. In response, cordis has initiated a mfg investigation. Should the results of this investigation reveal anything which could account for the condition reported and observed, a follow-up 3500a report will be submitted to include corrective action.

Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon the initial inflation attempt, it was reported that the balloon ruptured at 2 atmospheres of pressure. As a result, the stent became dislodged from the balloon catheter. The stent was subsequently retrieved with a snare device. Another stent was successfully deployed at the target lesion site. There were no add'l complications reported relative to this event.